Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the procedure was completed without further problems. It was reported that there was no surgical delay.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported by sales rep via complaint submission tool that during an arthroscopy, a truespan meniscal repair system peek 12 degree leaves the plate trapped in the needle and not in the capsule as it should be, therefore the point is lost and cannot be used. The complaint device was received and evaluated. Visual observations confirm that both implants were inside the needle shaft assembly. It was also identified that the silicon sleeve was slightly damage, it was cracked and bent in the distal part. The functional test was performed in the meniscal gum sample, was noted an excessive rough deployment when the trigger was activated. The device was opened to review the internal components. When the pusher road was sliding trough the needle it was felt rough, it was noted that the needle was bent causing the improper/unsatisfactory deployment. Another pusher road was used to review the condition and the failure was duplicated. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the bent condition on the needle that was detected and the possible root cause for bent needle condition can be associated with the excessive force and levering applied on the device during the procedure. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l43469, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during an arthroscopy, a truespan meniscal repair system peek 12 degree leaves the plate trapped in the needle and not in the capsule as it should be, therefore the point is lost and cannot be used. No surgical delay or patient consequences reported.